Event description:
This pt underwent a (pci) percutaneous coronary intervention of the distal (rca) right coronary artery. During the attempts to cross the lesion, a 15 mm spiral dissection was noted. The procedure was discontinued, the pt was reported to be in stable condition.